Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade and cardiac arrest which required a pericardiocentesis and CPR. The patient¿s medical history is unknown. It is reported that during procedure, the blood pressure dropped into the 60's and a pericardiocentesis and CPR were performed. The event occurred during the ablation phase. The pericardial effusion was noted on ultrasound. Additional information was received stating that the physician speculated that the effusion may have been due to the increased visitag settings. The physician doesn¿t believe that it was a bwi product issue. The patient was discharged home two days after the event. The patient did not require extended hospitalization. Two transseptal punctures were performed in the beginning of the procedure without any issues. The brand was st. Jude brk needles 71cm and 98cm. The sheaths used were the bwi mobi smal curve cat#d140010 lot#3106400 and the st. Jude sl1 cat#406849 lot#5014437. It is believed that the ablation delivered at the site of the injury was less than a minute. The physician was performing a drag ablation line on the roof when the patient condition was observed. The stockert was on power control between 25w for the posterior wall and 35 -40w for anterior ablation lines. The temperature cut-off was set at 42c and the power never went over 40w. The temperature was at 35-38c, impedance was between 140-160 and the power was set at 40w. The power was not titrated during the ablation because there was no indication of perforation. The temperature never went over 40c. The flow setting was set to 2ml/min flow while mapping and 30ml/min during ablation. There were no error messages observed on biosense webster equipment during the procedure. The patient was given heparin during the procedure to maintain the act between 250-300.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Carto 3 system, model #: m-4800-01, serial #: (B)(4). Lasso nav variable eco, model #: d-1343-01-s, lot #: 17081748l. Distributed - acunav catheter. Distributed - mobicath, model #: d-1400-10, lot #:3106400. St. Jude sl1 sheath, catalog #406849, lot#5014437. St. Jude brk needles 71cm and 98cm. (B)(4).